Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 497 mg/dl, which was treated with manual syringe. Customer was able to temporarily resolve no delivery issue by pressing "resume" during rewind. Customer was able to run a self test and manually prime, but received another no delivery alarm the following day even after infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.